Manufacturer narrative:
(B)(6). The reported complaint of overheating and errors could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse. The oscillate function was tested for 5 minutes of continuous performance with no overheating or errors. Test blade did not overheat when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the hand control overheated and a short circuit error message presented on the control unit. The procedure was completed with a backup device of the same model. No complications or injuries occurred as a result. .